Event description:
Physician wanted to utilize the harmonic scalpel. Pressed esu foot pedal instead of harmonic scalpel foot pedal. Patient experienced burn of less than 0.5 cm on upper left abdomen when the esu endoshears were mistakenly activated.